Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect of death is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use, as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented with a perforation with extravasation in the left anterior descending coronary artery. A 3.5x19 rx graftmaster covered stent was deployed at a maximum pressure of 15 atmospheres and the perforation was sealed. While the site reported that use of the graftmaster did not cause or contribute to complications or adverse events, the patient was transferred to the intensive care unit then expired the following day for an unspecified reason. No additional information was provided.